Event description:
Staff was preparing device for use. When powered on, device produced a white screen, audible alert and nvram access error message. Another pump was obtained and successfully programmed. No patient involvement, no adverse reaction or need for medical intervention, and no delay in therapy. No additional patient information provided by department.====================== manufacturer response for general purpose IV pump, symbiq (per site reporter)======================testing and investigation confirmed the complaint of "white screen software error" during testing. Device failed power on self test with white screen software error and audible tone. The root cause was due to software corrupted.manufacturer re-downloaded software.